Manufacturer narrative:
A device history record review was performed for the subject device : part number: 04.210.120s, synthes lot number: l304253. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 14.feb.2017; expiry date: 01.feb.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.210.120 / h281892 was manufactured in us. Manufacturing location: (B)(4). Manufacturing date: 25-jan-2017. Part no: 04.210.120 (EU part), lot no: h281892 (non-sterile) - 2.4mm ti va locking screw stardrive 20mm. (B)(4). Components reviewed: raw material part 04.211.020.999, (B)(4), lot h272972 meet specification. 2.8mm ti screw blank 20mm. Inspection sheet for in-process dimensional meet specification. Inspection sheet for mill threads, turn/thread head, flute final inspection meet inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This screw was released in faultless condition. Product was not returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not explanted. Device remained implanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the distal radius intraarticular fracture on (B)(6) 2017. The vrp was used for the procedure. When the surgeon tried to insert the 2.4mm va (variable angle) locking screw with a variable angle to the screw hole toward the ulnar side by using the va drill guide, the va locking screw was spinning around and could not be locked. When the surgeon tried to insert the 2.4mm ti locking screw with a fixed angle, the same issue occurred. The va locking screw was inserted again to the screw hole with the va locking screw kept spinning around. Va locking screw was left implanted unlocked. The ti locking screw was inserted to another different screw hole, and it could be locked. The surgery was extended for twenty (20) minutes. Patient outcome was reported as stable. Concomitant reported device: lockscr ø2.4 self-tap l20 tan (part# 412.820s, lot# l330206, quantity 1). This report is for one (1) 2.4mm ti va locking screw stardrive 20mm-sterile. This is report 1 of 2 for (B)(4).